Event description:
It was reported that the cartridge became warped while being stored in a warm place, causing the hole at the bottom of the cartridge to no longer line up properly with the pump. The customer failed to notice the damage initially and forcibly loaded the cartridge onto the pump for use. As a result, the customer did not receive the intended insulin and experienced an elevated blood glucose (bg) level of over 600 mg/dl with some ketones that were not identified to be life threatening by the healthcare provider. Customer also developed neuropathy of the right foot due to the issue. Customer first went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU), where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer, who was released from the hospital on (B)(6) 2026. Customer loaded a new cartridge to address the issue and continued using the pump for insulin therapy.